Manufacturer narrative:
Stryker evaluated the device and the issue was verified through review of the software log. The observed event codes indicate a potential issues with the system pcba and therapy pcba. These were replaced and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. Further evaluation of the replaced system and therapy pcbas could not generate further errors. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.